Event description:
It was reported that cadd- administration, set - pump tubing under-delivering medication. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no damage was found on the components only one sample was received cut; also none of them were received with their blue clips. Functional testing: the 2 samples available were set for accuracy testing using a pump and a balance mettler to look for unusual function. No discrepancies were detected on the sample, the test successfully passed; thus, the failure mode reported is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: d5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.